Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : h.3., h.6. Device evaluation: visual analysis of the returned device identified clear fluids inside the device, a crease fold, wear abrasion and an opening. A microscopic analysis was performed which identified a sharp crease opening on the posterior. Based on the device analysis the final assessment is: a crease sharp on posterior due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.